Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue without recurrence, enabling the customer to continue using the pump. The customer was advised to contact support again if the malfunction reoccurs.